Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high, out-of-range (oor) pacing lead impedance (pli) measurement greater than 2000 ohms in dedicated bipolar configuration with the device. However, with extended bipolar configuration using either the lv ring or the lv tip, the result came back normal at 1000 ohms. It was discussed that the pli measurement was at 1800 to 1900 ohms with the used of pacing system analyzer (psa) for dedicated bipolar configuration. Ts suggested using the extended bipolar configuration since it was showing normal range measurement. Additional information received indicated that this event happened during the implant procedure. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.